Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced q-syte damage/deformation/cracking. The following information was provided by the initial reporter: after disassembling, exhaust with physiological saline and found that there is leakage.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced q-syte damage/deformation/cracking. The following information was provided by the initial reporter: after disassembling, exhaust with physiological saline and found that there is leakage.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the unit. We were unable to confirm the defect of a crack with leakage as the picture did not provide sufficient evidence. Per the shipment tracking information, the actual sample was shown delivered to the testing facility however further follow up could not determine if the sample was lost in-transit or at the testing facility. Further inquiries have been made to both the testing facility and fedex. A DHR was not performed as the lot number is "unknown" for this complaint.